Manufacturer narrative:
Exact date unknown, event occurred a few weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort around the ipg site. The patient was also feeling a shocking sensation and felt very warm at the ipg site even if stimulation was turned off. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to medical facility policy.